Event description:
A customer reported experiencing a cartridge alarm 20 during the load process of their insulin pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to wait until prompted during the load process to remove the used cartridge, which they acknowledged. Technical support confirmed that while the customer had not previously reported this specific alarm, they did experience cartridge alarms with consecutive cartridges. As a resolution, technical support agreed to replace the pump with one that has updated software and under warranty, ensuring that insulin delivery continues through multiple daily injections (mdi) in the interim. The customer was also instructed on how to put the pump into storage mode, return the problematic pump within 10 days to avoid additional charges, and program settings into the new pump. A new pump was subsequently sent to the customer with further instructions for returning the former pump.